Event description:
Information was received indicating that during heparin infusion via a smiths medical medfusion® 4000 syringe infusion pump, a system failure and the battery became depleted. There were no reported adverse effects.